Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use.   Based on the results of the investigation, olympus confirmed that there was foreign material adhering to the auxiliary water channel, the probe cover and the bending section cover adhesive, but the type of material and the root cause could not be identified. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use. Instructions for use: gif-ez1500 operation manual, chapter 3 preparation and inspection states how to detect the events. Instructions for use: gif-ez1500 reprocessing, chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited a foreign material on the jet tube, the probe cover and on the adhesive of the distal sheath. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.